Event description:
One endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the 1st obtuse marginal during the index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up's.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).